Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the issue was unable to be determined due to lack of product and data logs returned.

Manufacturer narrative:
Additional information received and noted that the patient eventually expired on support reflected. Clinical assessment was completed and captured to b5 event description. D6b explant date was updated (with d6a implant date repopulated). It was further provided that it could not be confirmed whether this is an allegation for false retrograde flow alarms. The product is not available for return as it was noted to have been discarded by the hospital. Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. The actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Complaint/patient coding has been revised to reflect the updated reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 72-year-old male patient for cardiomyopathy in the setting of acute decompensated chronic disease. The patient¿s comorbidities were reported as cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During impella 5.5 support, elevated aortic and left ventricular (lv) pressure readings were observed on the console, including aortic pressures of 174/113 mmhg, lv signal readings of 173/86 mmhg, and an end-diastolic pressure (edp) reading of 96 mmhg. These values were inconsistent with the patient's non-invasive blood pressure measurements, which were below 100 mmhg systolic, diastolic, and mean arterial pressure. The device continued to function at the set performance level without evidence of hemolysis. Based on the available information, the discrepancy in pressure readings was considered consistent with sensor issues. The device also generated multiple "preventing retrograde flow" alarms while operating at performance level p5 with flows of approximately 3.0 liters per minute. Device positioning was confirmed by echocardiogram, and no repositioning was reported. The impella 5.5 continued to provide support despite the presence of alarms. The patient expired following the course of support. The reported pressure discrepancies are consistent with placement signal or sensor-related inaccuracies and do not reflect confirmed hemodynamic compromise when correlated with independent blood pressure measurements and stable device function without hemolysis. Preventing retrograde flow alarms may occur in the setting of altered ventricular loading conditions, low native cardiac output, or advanced cardiogenic shock physiology. The death is being conservatively reported; however, based on the available information, the outcome is most consistent with the patient¿s underlying cardiomyopathy, acute decompensated chronic heart failure, and scai stage d cardiogenic shock.

Manufacturer narrative:
D6b: explant date is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the ao sensor was falsely high. Reading 174/113. Left ventricle signal reading 173/86. Edp reading 96 on impella. Checked against the patients non-invasive blood pressure (nibp) which is below 100 for systolic blood pressure (sbp)/ diastolic blood pressure (dbp)/ mean arterial pressure (map). Device also flowing well at given p level without evidence of hemolysis.

Manufacturer narrative:
Section d4 serial number was corrected. Section d4 primary UDI number has been updated.